Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. The patient experienced peritonitis and was hospitalized. It was not reported if the catheter hole caused the peritonitis. Additionally, insects were found in the machine, but it was again not reported if this caused peritonitis. Treatment included unspecified antibiotics and repair of the catheter. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The exact date of this peritonitis event is unknown. A review of all batch record documents was performed on potentially associated lot numbers gd894022 and gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).